Manufacturer narrative:
The marathon micro catheter was returned for analysis. The marathon total length was measured to be ~170.9cm, the usable length was measured to be ~164.4cm which is within specification, and the distal floppy segment was measured to be ~25.2cm which is within specification. Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. The marathon distal tip lumen was found to be occluded with solidified onyx residue. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found to be ruptured. The marathon micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. The remaining onyx will not be returned as it was consumed in the event. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kink ed, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. However, the cause for the rupture could not be determined as there was insufficient information. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The results of the catheter burst testing was reviewed for any anomalies; the data was within the expected and established specifications. Therefore, manufacturing has been ruled out as a potential cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00930 2029214-2019-00931. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of marathon rupture with onyx during a procedure. The patient was undergoing treatment for a left temporal arteriovenous malformation. The vessel was minimally tortuous. It was reported that the marathon was prepared, then advanced to the therapeutic area. The marathon was flushed with saline, then 0.3ml dmso. The onyx was shaken on a shaker for 30 minutes at speed 8, then taken for injection. 0.25 ml of onyx was injected at a slow, controlled rate. After injection, it was reported that nothing was visible on fluoroscopy. An additional 0.02 ml of onyx was injected with no change on fluoroscopy. The marathon was checked under fluoroscopy and a leak was observed. The marathon was removed. A new marathon was flushed with saline, then dmso. Onyx was again injected at a slow, controlled rate. After 0.20ml was injected, the operator felt resistance in the catheter. Pushing was attempted and resistance continued. The marathon was withdrawn. There were no patient symptoms or complications associated with this event. Reported device and any accessory devices were prepared as indicated in the IFU. No images are available for review. The catheters were flushed as indicated per the IFU.